Manufacturer narrative:
The facility returned six used samples. All six samples passed the low water pressure entry test. None of the samples confirmed the occlusion reported by the customer. Review of the product reporting database revealed no similar reports have been received for lot#ue106278. No aberrancies were noted during the batch review.

Event description:
The facility's nurse reported that there have been several instances with a reflux of blood within PICC (percutaneous inserted central catheter) and subsequently the PICC lines clotted off. There have been incidents where tpa (tissue plasminogen activator) had to be administered. Additional info received from the IV therapy rn reported that six samples were involved. Reported condition occurred during pt use; however, no pt injury resulted.